Event description:
An aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient presented for a 3-year follow-up appointment. The CT scan showed a type iii endoleak near the flow divider, it appears that the graft material had abrasion, which may have been due to the stent strut abrasion against the graft material. The physician elected to reline, the stent graft, which was successfully re-aligned with one iliac limb. Final angiogram showed no evidence of endoleak. No additional clinical sequelae were reported and the patient is fine.